Event description:
End user applied the cold pack directly to her skin and left it on for approximately 30 minutes. She suffered second degree burns.

Manufacturer narrative:
The end user had applied the cold pack behind her knee. She placed it directly onto her skin and then held it in place with a dish towel/napkin for about 30 minutes. She acknowledged that she 'felt a sensation' but kept it on anyway. She was not able to describe the sensation but stated it was painful. Upon removal of the cold pack, her skin was red, changing colors and had bumps. The affected area is about 6-7 inches in length. As the discoloration and discomfort got worse, she went to the emergency room. Initially she had not feeling on the lower aspect of this area. She was treated for second degree burns. The burn is now healing and the sensation to the areas is improving. The labeling on the package states "always use this gel pack inside the protective support wrap. Never apply this gel pack directly to the skin. Direct application of this gel pack to the skin could cause frostbite." The sample was returned and evaluated. The product was within specification. There was no breach in packaging integrity. The root cause is determined to be user error. Due to the reported injury, this medwatch is being filed.